Manufacturer narrative:
Samples have been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a retinal procedure, the soft tip cannula was missing when the instrument was passed to the surgeon. Another tip was retrieved and the tip fell off inside the eye. The tip was removed from the eye during the same procedure. There was no patient harm.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. The manufacturer internal reference number is: (B)(4).